Event description:
It was reported that stimulation could not be adjusted. Additionally, a display showed a "call your doctor" icon. An oor condition was reported. The patient was having dyskinesia and confusion and had been using the patient programmer to adjust settings. There was no known accident or incident related to the event. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2011-09517

Manufacturer narrative:
Implantable neurostimulator model 37602, (B)(4), implanted: 2011 (B)(6), explanted: unk, extension model 7482, (B)(4), implanted: 2006 (B)(6), explanted: unk, extension model 7482, (B)(4), implanted: 2006 (B)(6), explanted: unk, patient programmer model 37642, (B)(4), implanted: 2011 (B)(6), explanted: unk, lead model 3389s, (B)(4), implanted: 2006 (B)(6), explanted: unk.